Event description:
On april 3, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided two examples. A) (B)(6) 2024 at 2:31 pm, the sensor glucose (sg) value was over 400 mg/dl and blood glucose (bh) value was 270 mg/dl. B) (B)(6) 2024 around 6-7 pm, the sensor glucose (sg) value was 175 mg/dl and blood glucose (bg) value over 250 mg/dl. Apart from these two examples, user complained that there were multiple occasions where she had to repeat calibrations because the system told her that they were too different from sg values. The issue was escalated to next level support who reviewed the system performance and observed deviation, due to which the return material authorization (RMA) was issued for sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor had deviated from normal behavior. To further investigate the complaint and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor did not reveal any malfunction as it passed all the functional tests. The results were inconclusive as the failure mode could not be reproduced during the returned product testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab or if the failure is an intermittent issue. The user had earlier reported an infection at the insertion site happening since the insertion on 13 march 2023 (MDR# 3009862700-2024-00656), exhibiting the symptoms of itching, oozing and festering. This is a probable root cause of the issue as these symptoms could likely impact the sensor performance where sensor takes longer than expected to stabilize inside the body, affecting the sensor's ability to display glucose accurately. B4.date of this report 01 july 2024 d4.primary unique device identifier (UDI) number updated to 00817491023308 d9 device available for evaluation? Yes on 05/08/2024 g3.date received by the manufacturer? 01 july 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67